Event description:
Initial reporter indicated that the pt with a new vns is reporting having trouble with "changes in consciousness and complaints of chest pain." Reported the pt went to the ER. The pt will have their vns evaluated. Their lead placement will be also checked via x-ray. No further info has been attained at this time.